Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information by a physician from (B)(6) of peritonitis in a patient coincident with dianeal unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the consumer contacted baxter (B)(4) and reported that the patient had been hospitalized for peritonitis. It was not reported if remedial therapy was rendered. At the time of this report, dianeal unknown bag therapy was ongoing and the event of peritonitis had resolved. The physician considered the event of peritonitis to be unrelated to dianeal unknown bag therapy.